Event description:
Contamination, epoxy breaking off needles and contaminating kits these are placed into. Cardinal rejected raw material but has done nothing with the kits these are contained in. This after complaints been filed.